Manufacturer narrative:
Lens remains implanted. Device evaluation: product testing could not be performed because the product was not returned; it remains implanted. The patient's reported event could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the product was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported that a pcb00 24.0 diopter intraocular lens (iol) was implanted in her left eye (os) (B)(6) 2018. She started having trouble seeing at night and having black marks in her vision five (5) days after the lens implantation, (B)(6) 2018. She has seen a retina specialist and several doctors about her condition. Reportedly, her condition is not severe enough at this time for a lens exchange. She will be seeing her doctor (B)(6) 2018 for another consult. At that time, a determination will be made for the next steps for her. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).